Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product(s): 5076-52 lead; implanted: (B)(6) 2005. (B)(4).

Event description:
The right atrial (ra) and right ventricular (rv) leads were explanted for an unknown reason. The leads were returned to the manufacturer, analyzed, and tested out of specification. Follow-up was conducted to obtain further information as to why the leads were explanted but attempts were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.